Event description:
Hcp reported patient's system was removed due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.